Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the account that the device has broken spring housing department and broken leds. This could cause a loose parts to fall on patient or into wound. No known patient involvement or procedural delays were reported with this event.

Event description:
It was reported by the account that the device has broken spring housing department and broken leds. This could cause a loose parts to fall on patient or into wound. No known patient involvement or procedural delays were reported with this event.